Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by fever. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. It was reported that the patient was not treated with any medication for the event. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up it was reported the cause of peritonitis was due to a transfer set leakage. The transfer set was a non- baxter product. On an unreported date, dianeal and extraneal therapies were discontinued. Twenty-one days prior to receipt of this report, the pd catheter was removed and the patient was recovered from the peritonitis event. It was reported the cause of the peritonitis was due to a leakage from a non-baxter product; therefore, the baxter disposable devices are no longer considered suspect products in this event. Should additional relevant information become available, a supplemental report will be submitted.